Event description:
Customer works at a health care facility and called to inquire as to why the meter would report a lower than expected result. A patient refceived a readinag of 91mg/dl. The patient was sent to the emergency room where they received a ready of greater than 700mg/dl. A review of the system was attempted but the customer refused stating that they just called to get some information. The customer disconnected the call indicating that they would call back if they needed further information.